Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foggy image was likely caused by an air leak that occurred on the bending section cover that lead to an invasion of liquid or moisture inside the scope; however a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited a foggy image due to damage on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.